Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The recurrent infection has been previously reported in MFR report # 2916596-2020-03043, 2916596-2019-01697, 2916596-2018-04205.

Event description:
It was reported that the patient was on hospice/ do-not-resuscitate order for several months due to a known recurrent infection. The patient expired (B)(6) 2021. The patient's family called to report that the patient expired after initiating comfort measures. Pump turned off after patient expired. An autopsy was not performed on this patient therefore product will not be returned.